Event description:
Mso4 pca initiated on pt at 2215. Rn on 11-7 clears # off pump of 2.4cc. Mso4 concentration 1mg=1cc. Pt has been using pca; has been locked out twice. History of pca received and dosage entered into pca to deliver 0.1 mg instead of 1.0 mg. Dosage corrected.